Manufacturer narrative:
Continued e.1. Facility name: (B)(6) hôpital. Correction to h10 - related report numbers: the initial medwatch reported "r2506044" as a related report number. Please disregard this entry as it does not relate to the medwatch. It was provided as a reference number to the ansm report. Reason for reoperation: "suspicious of rupture"; capsular contracture, baker grade iii device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed. As per the investigation procedures creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via regulatory agency left side capsular contracture baker grade iii and "breast is hard and deformed." Healthcare professional later reported "suspicious of rupture" on ultrasound. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Regulatory agency reported left side capsular contracture baker grade iii and "breast is hard and deformed." Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Regulatory agency reported left side capsular contracture baker grade iii and "breast is hard and deformed." Device was explanted.